Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. The patient did not receive therapy during the oversensing. Programming changes were made.

Event description:
New information received notes that another instance of post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. The patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that there were not any adverse effects to the patient before or after the change.